Manufacturer narrative:
An event regarding dislocation involving an unknown mdm liner was reported. The event was confirmed based on the provided x-rays. -device evaluation and results: not performed, device was not returned -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated that insufficient information was received for review and that "xray shows dislocated liner; need clinical history and operative reports" -device history review: could not be performed as the device was not properly identified. -complaint history review: could not be performed as the device was not properly identified. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of the device, clinical history and operative reports are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that "when the doctor gained physical access to the prosthesis, he and his assistant both said that the metal insert was loose from the inner shell that it was supposed to be locked to."